Event description:
Pt implanted in 1999 in the lower and upper vermilion borders. Onset of infection in perioral during 1999. Pt treated with dicloxacillin in 1999. In 1999, implant explanted and pt treated with septra.